Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was bent inside the knob. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified that light is not traveling to the end of working tip due to distal tip break inside knob. The reported allegation of fiber damage was confirmed. It is likely that the fiber break occurred as the fiber was being removed from the package or while advancing the fiber into the scope. The IFU states: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. Based on the information available, the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that the fiber was damaged. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Analysis of the returned fiber identified a fiber break.